Event description:
It was reported the patient was experiencing tingling over their lead/extension connection site and over their scalp extending into their face. The reporter stated this was present after the patient¿s last programming session. It was noted the patient was implanted in the brodmann area 25 for treatment of depression. It was further noted the patient was advised to turn their amplitude down to zero in both hemispheres. The reporter stated that this improved the tingling sensation, but it did not resolve the problem completely. The reporter further stated the patient had to charge the implantable neurostimulator (ins) for twenty minutes approximately every night. It was noted the patient met with a manufacturing representative on (B)(6) 2014. It was further noted that impedance testing was done and a potential short between was noted between contacts two and three. It was noted the manufacturing representative switched the ins to off and this resulted in complete resolution of the tingling sensation. It was further noted the patient was awaiting x-rays and their healthcare professional had been informed of the results. Additional information received reported that stimulation was off. It was noted that some impedances were out of range. It was further noted that contacts two and three had impedances of 58 ohms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that no further exploration had been conducted to determine the cause of the short between contacts two and three, the frequent recharging, or the tingling sensation. The reporter stated they were yet to be advised by the patient&#38112;managing healthcare professional. It was noted that both of the patient&#38112;leads were set to 0v and they were currently not receiving therapy.